Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6)2009; inratio: 3.8; lab: 2.3. Date: (B)(6)2009; inratio: 1.9; lab: 1.4.

Manufacturer narrative:
Discrepant results (accuracy). Comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6)2009; inratio meter = 3.8 inr; reference = 2.3 inr; mean = 3.05; confidence limits = 1.8-4.2. Date: (B)(6)2009; inratio meter = 1.9 inr; reference = 1.4 inr; mean = 1.65; confidence limits = 1.2-2.3. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values are within confidence limits for inr testing. These results are not considered discrepant within the context of the documented variability for inr testing.